Event description:
It was reported that the patient's right ventricular lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the revision procedure.